Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed high ppeak , circuit disconnect and started auto cycling. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required. The fault was confirmed by an international business partner but they did not return the gas delivery engine so no further investigation can be performed at this time.